Manufacturer narrative:
While the product was not returned, a reserve sample was evaluated and it was found to be within specifications and dimensional tolerances. This product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.

Event description:
During abdominal surgery, it was noted that the microcuff endotracheal tube kinked, cutting off of the flow of oxygen to the pt. A momentary dip in saturation to 90% was noted. The endotracheal tube was then repositioned, i.e. Straightened, taped in place and artifical respiration was restored with further incident or sequela to the pt.